Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous coronary artery. Following predilation, a 16 x 3.50 promus premier¿ drug-eluting stent was inserted via the guidewire when the physician felt something different than usual. The physician checked the stent and found that the proximal edge of the stent was lifted. The lesion was diagnosed with intravascular ultrasound (ivus) and a 4.0x20mm promus premier stent was deployed. The procedure was completed without problem. No patient complications were reported and the patient's status was good.